Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what vessel was bleeding? Unknown. Were there any issues experienced intraoperatively with device to include staple form? No. The device worked as intended. How was the bleeding identified? Post-op, patient became acutely hypotensive and x-ray showed a large hemothorax. Was the procedure a vats, robotic, or open? Vats. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Routinely waits approximately 10 seconds. What is the current patient status? Stable.

Event description:
It was reported that a few hours post op after a routine right upper lobectomy the patient became acutely hypotensive and an x-ray showed a large hemothorax. The patient was brought back to the or and about 3500cc of blood was suctioned from the chest cavity. The bleeding was from the lung parenchyma (blue) staple line where a steady "jet" of blood was shooting out directly through the staples. A couple of clips were placed which stopped the bleeding. The staple line was completely intact and the patient did not have any air leak before or after the re-op.